Manufacturer narrative:
"Approximate age of device" and "manufacture date" are unknown, as the lot number was not provided and the power module patient cable has not been returned. This is a device labeled for reuse, and as the device may be used by multiple patients, the specific usage of this device is unknown. The vad coordinator reported that the suspect power module patient cable will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to determine the cause of the reported event, as the 14 volt power module patient cable was not returned for evaluation. The patient¿s family stated that the patient¿s hospital bed had rolled over the patient cable and might have gotten pinched in the moving parts of the bed. The vad coordinator gave the patient a new power module patient cable and instructed the family to dispose of the suspect patient cable. No further issues have been reported. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's daughter paged the hospital staff when a red heart alarm occurred after connecting the patient to his power module. The patient's daughter stated that she immediately attached him to his batteries and the alarm resolved. The power module patient cable was pushed fully into the power module. The event history showed that there was one pump stop alarm around the same time the patient's daughter called. The event history was reviewed by the manufacturer's technical service and the pump stop was confirmed. The vad coordinator reported that when the patient came to the hospital he did not have the suspect patient cable. It was also reported that the alarm only occurred while the patient was on the power module patient cable. X-rays were taken and reviewed and the percutaneous lead looked fine. The patient's family stated that the patient's hospital bed had rolled over the patient cable and might have gotten pinched in the moving parts of the bed. The vad coordinator gave the patient a new power module patient cable and instructed the family to dispose of the suspect patient cable.